Event description:
The device was placed for airway access. After placement of the catheter, the patient developed subcutaneous emphysema. The catheter was removed and it appeared to have a slit in it. It is unknown how the slit was incurred.